Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Another relevant device is: product ID: [evolutpro-26-us] serial/lot [(B)(4)] use by date [2019-08-31] UDI [(B)(4)]. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when pulling the delivery catheter system (dcs) out from the valve after deployment, the nose cone became caught on the valve paddle and dislodged the valve. The valve was snared into the ascending aorta and a second transcatheter bioprosthetic valve was implanted. The patient developed a mediastinal hematoma that the physician reported was likely caused by snaring and pulling the initial valve to anchor it in the ascending aorta. No treatment was prescribed for the hematoma. No further adverse patient effects were reported.